Event description:
Almost choked [choking sensation]; scratch on upper gum [gingival injury]; (broke in mouth. I swallowed the upper part of the head), it was stuck in throat - oral-b [foreign body in throat]; (broke in mouth) swallowed the upper part of the head - oral-b [accidental device ingestion]; swallowed the upper part of the head - oral-b [exposure via ingestion]; (oral-b) head...literally broke in mouth [device breakage]. Male, (B)(6) year old consumer via e-mail stated that while he brushed his teeth with an oral-b electric toothbrush, the brush head broke in his mouth. He swallowed the upper part of the head, which got stuck in his throat, and he almost choked. He was fortunately able to expel it. No serious injury was reported.

Manufacturer narrative:
The reporter informed the company that the product has been discarded.